Event description:
It was reported that inappropriate non-sustained lead noise episodes were transmitted via merlin.net. Review of the episodes revealed r-wave undersensing. Programming changes were recommended.